Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in a severely calcified vessel. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck with the guidewire. It was noted that the ivus catheter kinked while the guidewire tangled and twisted. The ivus catheter and the guidewire were removed together. The procedure was completed with another of the same device. No patient injuries were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was kinked and twisted and there was imaging core windup in the imaging window section.

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in a severely calcified vessel. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck with the guidewire. It was noted that the ivus catheter kinked while the guidewire tangled and twisted. The ivus catheter and the guidewire were removed together. The procedure was completed with another of the same device. No patient injuries were reported.